Manufacturer narrative:
Product was sent to (B)(4) (third party laboratory) for histological analysis. No structural analysis is performed. Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7035-90, lot# i0253, manufactured 04/22/13, expires 2017-12; p/n 7035-90, lot# 8078003804006, manufactured 08/08/12, expires 2015-09; p/n 7050-90, lot# i0266, manufactured 12/28/12, expires 2017-12. Histological analysis only.

Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient later complained of left foot pain. A CT scan that showed that the most superior implant was above the alar line and was impinging on a nerve root. On (B)(6) 2013, the surgeon removed the implant that was impinging on the nerve. No bone graft was used. The patient had no foot, leg or si joint pain upon awakening.